Event description:
It was reported that PICC line inserted for long term antibiotic therapy. Vancomycin infusion in progress when patient assessed. Patient was in clinic for review to assess PICC line. PICC was completely occluded. Dressing removed, top half of securacath removed, PICC withdrawn 0.5cm. Flushed freely but no blood return. Some clear fluid leaking from insertion site, removed a further 0.5cm and visible hole in PICC line. PICC removed. Securacath removed. Once PICC out was examined over sink and hole could be seen. Reasonable amount of blood (non clotted) also expelled from lumen of PICC. Line inserted (B)(6) 2024 r brachial position. Mark at skin 9cm, skin to hub 19cm. Line secured with cavilon, transparent dressing, and securacath retainer placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 12 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC line inserted for long term antibiotic therapy. Vancomycin infusion in progress when patient assessed. Patient was in clinic for review to assess PICC line. PICC was completely occluded. Dressing removed, top half of securacath removed, PICC withdrawn 0.5cm. Flushed freely but no blood return. Some clear fluid leaking from insertion site, removed a further 0.5cm and visible hole in PICC line. PICC removed. Securacath removed. Once PICC out was examined over sink and hole could be seen. Reasonable amount of blood (non clotted) also expelled from lumen of PICC. Line inserted (B)(6) 2024 r brachial position. Mark at skin 9cm, skin to hub 19cm. Line secured with cavilon, transparent dressing, and securacath retainer placed. No other information was provided.